Event description:
It was observed that during the device evaluation of the hf unit "esg-400, the mainboard malfunctioned. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for device investigation. Based on the results of the investigation, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.